Event description:
It is reported that the patient underwent left knee arthroscopy, debridement, synovectomy and lateral retinacular release.

Manufacturer narrative:
Evaluation summary: review of implantation surgical report provided indicates surgical technique was followed. Review of the arthroscopy surgical report indicates presence of scar tissue in the patellofemoral joint and in the lateral gutter and anteriorly; it also indicated lateral tracking of the patella. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.